Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "product concern" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior, creases fold and white calcification outer device. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and striated opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on anterior side assessed as an unidentified (tear) opening, a striated opening on posterior side assessed as surgical damage.

Event description:
Device has been explanted.